Event description:
It was reported that during troubleshooting for an unrelated alarm, the caregiver (cg) saw air in the supply line during dwell five on a homechoice (hc) machine. The cg stated that there was a clamp open on an unused line. The technical service representative (tsr) explained that the only clamps that should be open are on the lines that are used for therapy. The tsr then assisted the cg in ending therapy and the cg was to inform the nurse when she arrived to restart with new supplies. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This report was for air in the tubing during use where a clamp was left open on an unused supply line. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained from that review, a supplemental report will be submitted.